Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
It was reported that once the 1st revision surgery was completed (it¿s reported as (B)(4)). It was reported that the 2nd revision surgery was performed by replacing from the marathon liner (p/n: unknown) to the constrained liner (manufactured by zimmer) due to dislocation of the marathon liner (date of 2nd revision surgery was unknown).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.